Event description:
(B) (6). As reported to coloplast, a patient expressed dissatisfaction with the sling, which was then explanted. The dissatisfaction was not being as dry as he wanted to be (leakage).

Manufacturer narrative:
Evaluation summary: the reported condition of failure code of 34:416:227:0000 was not confirmed, however failure code 36:416:227:0000 was duplicated during evaluation. This device utilizes user interface module master software (B) (4) categorized as remediated. (B) (4)

Event description:
It was reported that the intraocular lens haptic broke through the posterior capsule causing a tear. Lens was removed and a second lens implanted without further complication.

Manufacturer narrative:
The reported condition of failure code of 34:416:227:0000 was not confirmed or duplicated, however a similar failure code 36:416:227:0000 was found but no assignable cause could be determined. The uim pcb (user interface module printed circuit board) was replaced as precaution. (B) (4)

Event description:
The facility reported an infusion pump with a failure code of 34:416:227:0000. The event was reported to have occurred during patient therapy in oncology. Patient therapy was interrupted as a result of this failure. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The software version for this device is currently no known.

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B) (4)